Event description:
It was reported that the patient's seizures started to worsen about two weeks after their vns was activated. The patient went to the hospital due to frequent seizures and once the normal output current was turned off the seizures improved significantly. As of (B)(6) 2026 the patient had been seizure free for 3 days. No other relevant information has been received to date.